Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip exploded in the bladder during the procedure at 243,100 joules. Also, it was reported that the bladder was irrigated with 3 liters of normal saline at the end of the procedure and small pieces of the fiber tip were removed from the bladder.